Event description:
As reported: deployed outside vessel. Discussed steps with physician and found he did a technique change. Femstop used for hemostasis. Completed with this device.

Manufacturer narrative:
Device will not return for evaluation, however, an investigation has been opened to review risk documentation. A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no other non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr, a 14f manta was deployed for closure in the left common femoral artery. Vasculature was noted as 6.8mm, with a depth deployment measurement of 3.5cm + 1cm. The manta closure device was deployed outside the vessel and in the adipose tissue. This was the second occurrence for this physician; and while observing the steps of deployment with the physician, the proctor found the physician had made a technique change. Since this facility is a teaching site, the physician has been wanting to perform manta closures on his own. The physician has completed manta training, however, changed the technique which caused the tract deployment. The proctor observed the physician used his left hand to stretch the skin and stretch the manta access site while deploying the manta closure device. Manual pressure was applied, and a femoral compression device placed, achieving hemostasis. The IFU was reviewed and confirmed to list in step 5: deploy device and seal puncture: hold the manta handle in the right hand at a 45-degree angle to the leg. While grasping the proximal handle end of the manta closure with the right hand, completely actuate the lever arm in the clockwise/ proximal direction. This deploys and releases the anchor within the vessel. While maintaining neutral digital pressure at the puncture with the fingers of the left hand, withdraw the manta slowly and carefully from the patient along the angle of puncture, approximately 45 degrees. Note: do not apply compressive or occlusive manual/digital pressure to the vessel while rotating lever, releasing the anchor, or withdrawing the manta device. Only support the skin enough to prevent distension of the vessel. Additionally, if bleeding persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. Potential adverse events related to the deployment of all vascular closure devices include other access site complications leading to bleeding.